Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a damaged lens and a missing tamper seal. Device underwent power up and sensor testing. The reported customer complaint was unable to be confirmed during testing. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump has fluid ingression at the lock latch which caused the "cassette not attached properly" alarm. No adverse effects were reported.